Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted. Device passed sleep current measurement and active current measurement. Device was monitored and tested with no unexpected battery power loss or low battery alert noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm and insulin flow block alarm. The customer's blood glucose level was unknown. The customer reported that going to change reservoirs and it is not doing load the fill. Troubleshooting was performed and the insulin pump did not alarm no reservoir. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.